Event description:
Shortly after using cautery at the beginning of the surgery, the scrub noticed fire coming from the monopolar cord which was being used by the surgeon. She looked over to see that the cord was no longer attached to the plug (it had burned off and fell to the ground) the plug remained in the machine and a flame of fire was coming out of the mono-polar cord. The flame extended approximately 1 1/2 to 2 inches straight out of the broken mono-polar cord. Staff smothered the flame.